Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited oversensing. Noise was reproducible with isometrics. It was noted the oversensing was possibly mirror image oversensing. The leads remain in use. No patient complications have been reported as a result of this event.